Event description:
It was reported that the lead had high impedance and a fracture. The right ventricular and superior vena cava coil connections were switched, because the defibrillation test was "good" with only one coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and measured 254 ohms on (B)(4) 2014; which had increased from a trend of 40-50 ohms. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and measured 254 ohms on (B)(4) 2014, which had increased from a trend of 50-60 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).